Manufacturer narrative:
(B)(4). The reported complaint of "leak - cuff" was confirmed based upon the sample received. The returned et tube was found to have a hole in the balloon cuff which prevented it from being able to stay inflated. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "ett cuff would not hold pressure after placement. Sometimes the leak was obvious (cuff deflated quickly), while other times it was a slow leak over time. In all of these cases, the patient ultimately required an ett exchange. The cuffs are routinely tested before intubation and appear to be functioning properly at the time of placement, but it's difficult to identify a slow leak in the moments prior to intubation. Over the past 9 months, there have been 6 incidents where a tube had a slow leak while in the patient. In one incident, the tube completely burst and failed. There was patient involvement and no harm." Two issues reported (cuff leak and burst). Associated mdrs: 3003898360-2026-00290. Additional information received on june 16, 2026, indicated that there were no reports of patient harm or adverse health consequences. However, patients required reintubation in the reported events. No information is available regarding the individual patients' current condition. The time the tubes remained in place before the issue was detected varied from minutes to hours. Some patients experienced desaturation, with varying degrees of severity. The devices were tested prior to use.